Event description:
It was reported that pt underwent unicompartmental knee placement procedure on march 26, 2004. Revision procedure was performed, due to luxation, in 2005. Deformation was noted on the explanted tibial bearing.